Event description:
It was reported the patient presented to the hospital feeling faint. The ECG showed the patient's heart rate at 30-40 bpm. Interrogation of the device was not possible, and the physician thought the battery was depleted. The device was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.